Event description:
Fse discovered that while performing demonstration, the handle on the pt unit broke. The fse replaced the defective handle on the pt unit, calibrated and performed functional checks. Ventilator passed all tests and performed to all MFR's specifications. Ventilator was returned back to service.